Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the health care professional (hcp) in early-july 2018 that this patient died on (B)(6) 2018. The patient had been scheduled for an in-clinic lead integrity check on (B)(6) 2018. However, the patient could not be reached to confirm the scheduled appointment so the clinic appointment was cancelled. According to the hcp, the patient was admitted to the emergency room (ER) on (B)(6) 2018 and was discharged from the hospital on (B)(6) 2018. The patient's medical history was significant for drug addiction and suffered from stage 3 kidney disease and heart failure. The patient was found in a car on (B)(6) 2018 pulseless and asystolic. The cause of death was attributed to cardiac arrest with consideration of kidney and heart failure. This device has not been received at boston scientific's technical services.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended further testing. The caller was going to communicate the issues to the patient's physician. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting elevated shocking impedance measurements over the past two years which are now greater than 125 ohms. All other diagnostics are normal. It was also noted that this patient had presented to the emergency room multiple times over the past two years. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific post market quality assurance laboratory, visual inspection found that the lead was returned severed and only the three terminal leg segments (is-1 50mm, distal hv 4mm and proximal hv 45mm) were returned. Set screw marks from the device were noted on all of the terminal legs. Testing was completed to assess the lead segments electrical performance. Measurements throughout this tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this system has been exhibiting elevated shocking impedance measurements over the past two years which are now greater than 125 ohms. All other diagnostics are normal. It was also noted that this patient had presented to the emergency room multiple times over the past two years. No adverse patient effects were reported. Boston scientific received information from the health care professional (hcp) in early-(B)(6) 2018 that this patient died on (B)(6) 2018. The patient had been scheduled for an in-clinic lead integrity check on (B)(6) 2018. However, the patient could not be reached to confirm the scheduled appointment so the clinic appointment was cancelled. According to the hcp, the patient was admitted to the emergency room (ER) on (B)(6) 2018 and was discharged from the hospital on (B)(6) 2018. The patient's medical history was significant for drug addiction and suffered from stage 3 kidney disease and heart failure. The patient was found in a car on (B)(6) 2018 pulseless and asystolic. The cause of death was attributed to cardiac arrest with consideration of kidney and heart failure. This device has not been received at boston scientific's technical services. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended further testing. The caller was going to communicate the issues to the patient's physician. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful.